Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump broke around the reservoir compartment and a piece of the reservoir tube lip fell off. The customer stated that the reservoir would not stay in place or deliver insulin as it should. Blood glucose level at the time of the incident was 19 mmol/l. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will not be returned for analysis.